Manufacturer narrative:
Addendum to previous report. Additional information provided includes patient allegations of additional hospitalizations and/or surgical procedures on (B)(6) 2016 and (B)(6) 2016. The patient alleges bodily injuries resulted from the implant of the bard/davol pelvic mesh product: ¿abd/pelvic pain, infection, painful intercourse and vaginal bleeding.¿ infection is listed in the instructions-for-use in the adverse reaction section as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿this device is not indicated for the treament of infection. If infection develops, treat the infection aggressively.¿ no lot number has been provided; therefore, neither sterility review nor review of the manufacturing records is possible at this time. The additional information provided was limited, and as such, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on 09/06/2016, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2014 - the patient was diagnosed with uterine prolapse, stress urinary incontinence, cystocele, full thickness rectal prolapse and underwent a three part procedure which included a laparoscopic assisted hysterectomy, bilateral salpingo-oophorectomy, vaginal polypoid lesion removal, implant of a non bard/davol "mini-arc" pubovaginal sling, anterior repair and a robotic assisted ventral rectopexy with implant of a bard/davol xenmatrix ab. Per the operative details, "once we got down to the anorectal ring it was felt the dissection was as low as it could go so an antibiotic impregnated xenmatrix [ab] mesh was brought onto the field and hydrated. This was cut in a 4 x 15 cm piece. This was inserted through the operating assistant trocar. This was secured to the anterior rectal wall with two interrupted 2-0 vicryl sutures. Vicryl sutures were placed up along the anterior rectal wall approx every 2-3 cm securing the mesh to the anterior rectal wall. A rectopexy was then performed using pds suture to the sacral promontory, securing the mesh.the posterior vaginal cuff was secured down to the mesh using vicryl with a lapra tie." The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. Addendum based on additional information provided by the patient which included general patient outcome allegations: (B)(6) 2015: the patient was seen by her doctor for recurrent rectal prolapse, patulous anus. (B)(6) 2016: the patient was hospitalized and/or underwent surgery for recurrent rectal prolapse and a patulous anus (compromised anal sphincter). (B)(6) 2016: the patient was hospitalized and/or underwent surgery for small anterior dehiscence of coloanal anastomosis. Patient alleges bodily injuries resulted from the implant of the bard/davol xenmatrix ab pelvic mesh product: ¿abd/pelvic pain, infection, painful intercourse and vaginal bleeding.¿ patient alleges currently seeing, or has seen a doctor or healthcare provider for each of the bodily injuries reported.

Manufacturer narrative:
Based on the information available at this time, no conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and hospital billing page only. A review of the manufacturing records is not possible as product identifiers were not provided. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2014: the patient was diagnosed with uterine prolapse, stress urinary incontinence, cystocele, full thickness rectal prolapse and underwent a three part procedure which included a laparoscopic assisted hysterectomy, bilateral salpingo-oophorectomy, vaginal polypoid lesion removal, implant of a non bard/davol "mini-arc" pubovaginal sling, anterior repair and a robotic assisted ventral rectopexy with implant of a bard/davol "xenmatrix ". Per the operative details, "once we got down to the anorectal ring it was felt the dissection was as low as it could go so an antibiotic impregnated xenmatrix mesh was brought onto the field and hydrated. This was cut in a 4 x 15 cm piece. This was inserted through the operating assistant trocar. This was secured to the anterior rectal wall with two interrupted 2-0 vicryl sutures. Vicryl sutures were placed up along the anterior rectal wall approx every 2-3 cm securing the mesh to the anterior rectal wall. A rectopexy was then performed using pds suture to the sacral promontory, securing the mesh. The posterior vaginal cuff was secured down to the mesh using vicryl with a lapra tie. " the patient's attorney alleges unspecified adverse patient outcomes associated with use of device.